Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The aspiration is low or clogged resulting in one case of capsule damage. The doctor noted that capsule damage may sometimes occur due to long aspiration and striking the capsule is a normal surgical risk. The iol was successfully implanted with no further consequence noted.